Manufacturer narrative:
The reported events of noise and lead damage were confirmed. A partial distal portion of the lead was returned in one piece measuring 44.9 cm. Internal insulation abrasion breaching rv cables lumen was noted at 4.4 ¿ 4.6 cm and 8.4 cm to 8.9 cm from the distal tip. The etfe coating was not damaged at these locations. Internal insulation abrasion breaching re cables lumen was noted at 4.6 ¿ 5.4 cm, 15.6 cm to 17.4 cm, 15.6 cm to 17.4 cm, 23.6 cm to 25.4 cm and 26.9 cm to 27.9 cm from the distal tip. One of the re etfe cable coating was abraded and separated at 4.6 ¿ 5.4 cm. The cause of the reported events was isolated to exposure of the ring electrode conductor path beneath the right ventricular shock coil.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions due to non-sustained right ventricular oversensing episodes. It was noted that the right ventricular lead exhibited noise. Lead damage was suspected. X ray was performed and no obvious externalization was noted. Noise could not be produced in clinic with isometrics and pocket manipulation. The patient was not symptomatic. Since the lead was occluded, the lead was explanted and replaced. The cardiac resynchronization therapy defibrillator was explanted due to battery advisory. The patient was stable.